Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 (software version 2.30) indicating a device malfunction as the display was not working as it was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the display was not working as it was not turning on. The bme did not encounter any error codes or messages pertaining to this issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the reported issue after trying a different display from a working device and running a full preventive maintenance (pm). The asp also installed the faulty display onto another device and found that the faulty display did not turn on. The asp then checked the connections and confirmed that all were connected. The cause or likely because the customer had a first-generation liquid crystal display (lcd) installed that was no longer available, the asp could not replace the lcd assembly due to a first-generation to second-generation lcd compatibility issue that required an adaptor. Various parts were needed to upgrade the first-generation lcd to a second-generation lcd, such as the lcd assembly, user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, lcd tray, nec lcd cable, and ui to power management (pm) cable. A service quote for repair consisting of the replacement parts was sent to the customer for approval, and the customer accepted. After installing these replacement parts for repair and running a full pm, the asp verified that the display operated as expected. The cause of the malfunction was simply due to the fact that the device had a first-generation lcd installed, which needed to be upgraded to a second-generation lcd for repair. Following the replacements, the asp ultimately returned the device to service as the it successfully passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.